Event description:
On (B)(6) 2014 the lay user/ reporter contacted lifescan (lfs) in spain alleging a onetouch verio pro meter was displaying inaccurately high results compared to her feelings or normal results. The patient was not available for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated during (B)(6) 2013, the patient obtained a reading of ¿442mg/dl¿ on the lfs meter and was admitted to the hospital. It is unclear how the patient was transported to the hospital or if he received any treatment en route to the hospital. The reporter stated the patient was given insulin by a healthcare professional (hcp). It is unclear if the patient¿s blood glucose was rechecked by an hcp prior to treatment. The reporter stated some time later the patient ¿passed out.¿ it is unknown if the patient received any treatment for losing consciousness. The reporter stated while at the hospital between 5:30-6pm on an unknown day, the patient¿s blood glucose was rechecked and a reading of ¿60mg/dl¿ was obtained. It is unclear what meter was used to obtain the reading. The reporter stated the patient¿s doctor stated the inaccurate reading may have been caused by a low battery. It is unknown if the patient was given any treatment for the low blood glucose reading or if a calibrated lab method was used to measure the patient¿s blood glucose. It is unknown how long the patient stayed in the hospital or if he was discharged on the same day. At the time of troubleshooting, the cca confirmed he subject meter was in the correct unit of measurement and her test strips were in good condition. The patient was found to be using an approved sample site for testing and the test strip vial was in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. Although the correlation between the alleged meter issue and injury remain unclear, despite repeated attempts, the patient was not available for a follow up call. This complaint is being reported as an adverse event because the reporter claims due to the alleged inaccurately high reading, the patient was given insulin and developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional for an acute complication of diabetes.